Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one onyx frontier coronary drug eluting stent to treat a moderately tortuous, mildly calcified lesion with 90% stenosis located in the left anterior descending (lad) artery #7. The device was inspected prior to use with no problems observed. Negative prep was performed with no problems observed. The lesion was pre-dilated with a 2.25mm balloon to 12 atm. There was 0% remaining stenosis after pre-dilation. Resistance/discomfort was not encountered during delivery. Excessive force was not used. It was reported that a balloon rupture/leak occurred on the first inflation, during stent placement. The balloon was inflated to 10 atm for several seconds. Post-dilation was performed. No patient injury reported.

Manufacturer narrative:
Product analysis: the device was received for analysis. The device returned with balloon folds expanded. Blood was visible in the balloon/inflation lumen. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon distal cone/working length. The balloon failed to maintain pressure. Upon inflation, liquid was observed exiting the distal tip and guidewire entry port, suggesting a leak on the inner shaft. A tear was observed to the inner member distal to the proximal markerband. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device was not moved or repositioned in the lesion while inflated. The stent was implanted. The expansion was insufficient, but the implantation of the was completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.